Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level that ranged from 52-53 mg/dl. The customer consumed carbohydrates to address the low bg. The cause of the low bg was due to the pump basal rates needing adjustments. Customer adjusted the basal rates to resolve low bgs.